Event description:
Boston scientific crm received information that this right ventricular (rv) lead displayed intermittent loss of capture (loc), high thresholds and poor sensing measurements. A lead dislodgement was suspected and a revision was unsuccessful. This lead was then explanted and was replaced. As the reported event date occurs after the explant date, neither date has been included.